Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited multiple shock impedance measurements of greater than 125 ohms. A commanded shock was provided to the patient. Boston scientific technical services discussed options including a right ventricular lead revision. At this time the device and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited multiple shock impedance measurements of greater than 125 ohms. A commanded shock was provided to the patient. Boston scientific technical services discussed options including a right ventricular lead revision. At this time the device and rv lead remain in service. No additional adverse patient effects were reported. Additional information was received which reported back in december therapy was turned off due to the high, out-of-range shock lead impedance however, the patient had a cardiac arrest and went back into the hospital and therapy is programmed back on. Technical services discussed the risks and recommended to replace the lead or continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited multiple shock impedance measurements of greater than 125 ohms. A commanded shock was provided to the patient. Boston scientific technical services discussed options including a right ventricular lead revision. At this time the device and rv lead remain in service. No additional adverse patient effects were reported. Additional information was received which reported back in december therapy was turned off due to the high, out-of-range shock lead impedance however, the patient had a cardiac arrest and went back into the hospital and therapy is programmed back on. Technical services discussed the risks and recommended to replace the lead or continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited multiple shock impedance measurements of greater than 125 ohms. A commanded shock was provided to the patient. Boston scientific technical services discussed options including a right ventricular lead revision. At this time the device and rv lead remain in service. No additional adverse patient effects were reported. Additional information was received which reported back in december therapy was turned off due to the high, out-of-range shock lead impedance however, the patient had a cardiac arrest and went back into the hospital and therapy is programmed back on. Technical services discussed the risks and recommended to replace the lead or continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that this device and rv lead were abandoned due to the previously mentioned clinical observations. Vegetation on the device shocking coil was suspected. Fluoroscopy was not utilized. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted.